Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer declined to complete the check. Multiple attempts were made by clinical support to continue the system check with the customer, but no response was received. Customers blood glucose was approximately 120 mg/dl.